Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. All available information indicates that the lead was still implanted. Attempts to attain additional information were unsuccessful.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.